Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v205393, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s therapy hadn¿t worked well since (B)(6) 2013. A couple of days after they began caring for the patient, the patient fell and was in rehabilitation for 1.5 months. It was noted that since (B)(6) 2013 the therapy had been hit or miss and over the last couple of months the therapy had gotten worse. The onset of the worse symptoms had been gradual.